Manufacturer narrative:
Received one device, visual inspection found the tubing was observed to be separated from the infusion site assembly. There appears to be external residual adhesive applied on the end of the tubing. The complaint of separation can be confirmed. The probable cause is cannot be determined due to the use of external adhesive.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the attached flush to a 4 years old female patient at 03:30pm, then returned at 03:50pm when constant. They noticed that the tubing had broken off and the patient had blood on her gown. Patient was due to be de-accessed at 04:00pm to then restart blina at 04:30pm so the de-access/re-access happened sooner than expected. There was patient involvement, but there was patient harm or injury being reported.